Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that there were hospitalized due to a heart attack. The customer reported that the blood glucose kept going high and reached 437 mg/dl. The customer reported that they believed that the high blood glucose was caused by a bent cannula. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.